Event description:
The pt was being transported internally at a hosp. During the transport, a portable oxygen supply with a manual resuscitator was used. The oxygen flow was set to 15 liter less per min. For the assisting physician to open a door, the manual ventilation was shortly interrupted. From the oxygen supply, a pressure was build up in the resuscitation bag and in the lung of the pt. The physician reported that the pressure limiting function of the bag was active, as the bag inflated due to pressure build up.